Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the instrument's wrist. Failure analysis investigation also found the following damages: the instrument's grip cables were derailed. The same cable observed to be frayed was also derailed at the distal pulley. The instrument's pitch cables was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument's distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during central processing, a frayed cable was identified on the prograsp forceps instrument. There was no patient harm, adverse outcome or injury reported. Customer not aware of any adverse event on previous procedures.